Event description:
It was reported that the customer had a prime/fill anomaly on the insulin pump. The customer's blood glucose level was 6.9 mmol/l. The customer states that while priming insulin pump the insulin started to squirt out of the end of th tubing. The customer states that she tried replacing the reservoir and tubing 3 times with the same result. The customer was advised that the insulin pump will have to be replaced. The customer was advised to revert to back up plan.

Manufacturer narrative:
Findings: unit unable to prime during the prime/a33 test due to protruded/loose drive support disk. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked, missing endcap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.